Event description:
Severe sinus infection, vertigo, uri. I have been using phillips dreamstation CPAP machine for 2 years. I have checked on their website and my machine's serial number is one of the machines that has been recalled. I have been having severe uri, sinus infections, vertigo; not realizing these symptoms could be a direct result of using my CPAP machine. FDA safety report ID # (B)(4).